Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed alert 75 and repeatedly required restarts despite adequate charge, consistent with a circuit failure of the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that results are pending completion of the investigation; however, the problem aligns with a device circuit failure. It was concluded, based on previously established findings for similar reports, that a conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.